Event description:
Boston scientific received information that the patient implanted with this implantable defibrillation lead received in inappropriate shock due to oversensed noise on the rate/sense channel. Noise was able to be reproduced in clinic. An invasive procedure was performed and this lead was explanted and replaced. It was reported that the lead had fractured. No adverse patient effects were reported.

Manufacturer narrative:
A request for the return of the lead has been made. At this time, the lead has not been returned. Should additional information become available, this report will be updated.